Manufacturer narrative:
The sales person checked the subject device and found that the phenomenon was not reproduced and the image appeared without any problem. The subject device was returned to omsc for evaluation. The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the image became abnormal like sandstorm and could not be seen at all. After that, scope communication error e226 occurred. The user removed and inserted the scope, and wiped the connector part, but it did not improve. The intended procedure was completed with another device. There was no report of patient injury associated with the event. The subject device was used in combination with otv-s300. It was reported that the device is a product that has just been delivered.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to omsc for evaluation. Omsc checked the subject device and found that the reported phenomenon could not be duplicated. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported event could not be conclusively determined. It was presumed that the electronic board inside the connector was failed. Because the electronic board was not completely broken but unstable, the reported phenomenon could not be duplicated. The cause of electronic board failure was considered to be electrical stress such as overcurrent or static electricity, and it might also have occurred by the following handling. System ground wire was not connected (static electricity was applied). With the system power on, connected and disconnected the scope connector (overcurrent flow). Dust, moisture, etc. Were attached to the connector contacts (possibility of short circuit).